Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, a technical support specialist engaged with the customer and verified that the system was functioning properly. The customer confirmed that the network issue on the hospitals side had occurred at the time of the incident. All stations had since been cleared from critical override, and the patient details had been successfully saved in ephi. The system functioned as intended after the technical support specialist investigated the device.